Event description:
A non-healthcare professional reported that the probe would not cut, while the aspiration function was normal during vitrectomy surgery. The surgery was completed on the same day after replacing the product with a new one. There was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).